Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their device ¿caused me to develop sepsis¿. The implantable cardioverter defibrillator (ICD) and leads were explanted. The system was later replaced. No further patient complications have been reported as a result of this event.